Event description:
It was reported by the eye care professional (ecp) that a patient had experienced a rubbing or chafing on the eye upon removing the lens. The patient experienced this chafing sensation throughout saturday and sunday (no specific date was noted). When the patient awoke on monday, the eye felt better. It is noted that this patient was diagnosed with an ulcer by the optician. Add'l info received on (B)(4) 2013 from the optician stating that the patient is now completely asymptomatic with no scarring. The patient is currently using lenses without any problems. When the patient visited the optician, the patient had a "foreign body" wound of the cornea in front of the pupil, about 5-6 mm wide. The patient has not visited any ophthalmologist, as there was no reason for it. The optician has recommended the patient to use regular eye drops and to continue for the next day when the customer was completely symptom free. Add'l info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk. Since the product is manufactured at multiple locations, it is unk which manufacturing site was involved. A manufacturing site was randomly selected. Both manufacturing sites performed trend related investigations. No trends could be identified. The root cause could not be determined. (B)(4).